Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap colon. According to the reporter: upon anastomosis of colon with endo gia staples, flexible sigmoidostomy revealed a leak. The surgeon used another endoscopic stapler and the leak persisted. The lap case needed to be converted to open and the leak was repaired using a ta stapler. No reinforcement. Tissue was normal thickness; non-inflamed rectum. Patient was discharged last week and is doing well. The surgeon claims that case was uncomplicated; the only reason for opening was lack of confidence in the endo gia. There was unanticipated tissue loss. There was unanticipated tissue damage. There was a delay over 30 minutes because case converted to open. There was no unanticipated blood loss of more than 250cc. Additional information: was there poor staple formation: she said the staple formation looked good but that it opened up like a zipper in the middle. So, the staples were formed, but the staple line opened up in the middle. Was the staple line complete: yes. She believes it was. Was the same stapler egiaustnd (lot: p4d0814x) used with all of the reloads related to this case: yes. If no, what is the product ID and lot number for the handle used with each reload. If the customer cannot report the product ID and lot number, was it a legacy universal (such as 030403, 030449, egiaunivxl), or was it an egia ultra (such as egiaushort, egiaustnd, egiauxl). Will the device be returned for investigation as reported: as I expressed in the e-mail the facility is having discussions if they would like to return this for our review. I will let you know when they get back to me. Describe the tissue damage and provide details on how the damage was treated/corrected: the tissue damage occurred when a lap procedure was taken to open a. Was the damage irreversible: yes, you can't undo an open procedure that should have been done lap 7. Was any adverse event reported as a result of any delay in surgery: (i.e. An extension of the hospital stay, infection, etc.) Response from a nurse: as dr. (B)(6) mentioned earlier, the surgery time was extended due to the need to go open. I don't understand what you mean by adverse event being reported. Do you mean to the state: or just through the hospital system.